Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the cold pack. The customer states she received severe frostbite from using mh73017. Stating 2 of the 4 pacs she had were defective. She could see the blue gel; however, there was also white on it. Patient admits she did not have a protective cloth between the cold pack and skin.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.